Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 needle valve was recommended for replacement, no report of patient involvement.

Event description:
The hospital reported the o2 needle valve was not operating as expected, possible hypoxic mixture delivery issue. There was no report of patient involvement.